Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance; guide catheter: heartrail. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot no other incidents reported for balloon rupture and physical resistance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the proximal right coronary artery (rca) that was mildly tortuous, moderately calcified and 90% stenosed. The lesion was successfully dilated with a 2.5 x 20 mm trek balloon dilatation catheter. Additional dilatation was performed with a 3.0 x 20 mm trek rx bdc and during the second inflation the balloon ruptured at 14 atmospheres. There was resistance during advancement of the 3.0 x 20 mm trek rx bdc with the anatomy. Intravascular ultrasound confirmed the lesion was dilated enough. A multi-link 8 stent was implanted successfully for treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.